Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >600 mg/dl with the associated symptom of polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer support determined he patient had not changed the time on the pump to coincide with the daylight savings time change. This complaint is being reported because the patient reportedly experienced serious injury associated with training/misuse. No pump malfunction was alleged or identified during troubleshooting.